Manufacturer narrative:
The device was returned to olympus for inspection and the reported tube dent malfunction was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction of the device: component failure of the rigid tube. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that the video scope device exhibited a dent on the outer tube. There was no report of any patient harm or involvement.